Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set disconnected and leaked fluid during priming with saline. The customer stated that the issue was resolved by turning when pushing to make the connection. There was no patient involvement. No additional information is available.